Event description:
Same case as manufacturer's report # 6000093-2007-01130. It was reported that during a percutaneous coronary intervention (pci) procedure, the quantum maverick monorail balloon ruptured. The 90% stenotic lesion was located in the calcified left anterior descending (lad) coronary artery. The quantum maverick monorail balloon ruptured during the second inflation at 12 atms. The first inflation was to 12 atms. The procedure was completed with a different manufacturer's device. No patient injuries or complications were reported. Patient status is listed as "good."